Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had lost sensor signal alert and experienced low blood glucose levels of 50 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s blood glucose went up to 80 mg/dl. The customer declined troubleshoot for low blood glucose. She had sensor issues before and reported she had blood glucose of 170 mg/dl. She stated at 11 pm her blood glucose was 40 mg/dl. It was reported that patient has been experiencing low bgs for unknown. The product was not returned for analysis.